Event description:
On (B)(6) 2012, the pt reported noticing moisture from insulin inside the bottom of the insulin cartridge near the plunger in the infusion device and in the cartridge window. The pt tried to dry the moisture with a tissue, but the next day it returned. The pt's blood glucose level was elevated to 398 mg/dl and her normal range is 80 mg/dl. The pt attempted to bolus via the infusion device to correct the elevated blood glucose level. She felt thirsty at that time. The issue began a week before this report. The pt changed her insulin cartridge, but the moisture continued to appear. The pt was sent new insulin cartridges and adapters. She reviewed the proper technique to change the insulin cartridges and f/u with the pt revealed that she did not have any further issues. Her blood glucose levels returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion cartridge was replaced. The insulin cartridge was requested to be returned for eval.